Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 2.8; lab: 6.96 (the next day).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio:2.8; lab: 6.96; mean: (nex day) 4.88; confident limits: 2.8-7.2. The mean for inratio lab value are within the confident limit as per internal procedure tr#0150 (rev. 2). No investigation is needed at this time. Also the pt did the test after a day. As per internal procedure tr#0150 (rev.2) section 8.3 three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. If the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt.